Manufacturer narrative:
The investigation results for this complaint are two items were received. One successfully passed the test, while the other failed. According to the lot#, the cables were manufactured in july 2022 and were sent during this year. As noted in the IFU, the measuring cable is intended to be replaced every six months. It is therefore probable that this unit has exceeded its recommended service life and is no longer within the warranty period. Nevertheless, a replacement cable will be sent proactively as a goodwill gesture. All measuring cables supplied underwent both incoming inspection upon receipt and final quality control prior to shipment. Inspection of this lot was conducted in accordance with ansi z1.4, using an aql of 1.5%, and no deviations were identified. As of today, (B)(4) cables have been delivered during 2024 and q1 2025 alone, and tens of thousands have been distributed over the years ((B)(4)). This is only the fourth reported malfunction since 2016, despite the widespread and regular use of thousands of units across multiple customers. Given the cable line¿s proven performance and reliability over the past 20 years, and considering the current indications that this malfunction was likely due to improper or extended use, this incident is considered isolated and non-representative. Accordingly, replacement of the affected unit is deemed sufficient at this stage. Recommended corrective action: 1. To send two new cables to customer the failure rate is within the acceptable control level- ansi z1.4, aql-1.5%.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex accessory connect.hook gave inaccurate/incorrect measurements. No injury occurred.